Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was returned due to a contact force issue. Optical fibers 1-3 met specifications for optical signal properties. However, a ¿tc no signal¿ error message appeared when the device was connected to the tactisys unit and no contact force was displayed. In addition, log file analysis indicates a tc2 error message and no contact force at the beginning of the files, with optical fibers 1-3 meeting specifications for optical properties. The deformable body thermocouple (tc2) read as an open circuit during electrical testing. The catheter had been bent just distal to electrode ring 3, and the shaft material had been fractured at this location. Both tc2 wires were fractured at the location of the fractured shaft, consistent with the open circuit detected. The root cause of the fracture shaft issue is under further investigation.

Event description:
This report is to advise of an event observed during analysis confirming a fracture in the catheter shaft material.